Event description:
Hospital staff responded to a person in cardiac arrest. The patient was connected to the device with disposable defibrillation/ect electrodes. According to the reporter, the device would not display the patient's ECG in paddles mode or charge the defibrillator when the charge button was pressed. No further information was reported and patient outcome is unknown.